Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's high blood glucose levels. The customer's blood glucose level had been as high as 663mg/dl. The mother states they had received no delivery alarm. The mother states they changed out the set twice and were then able to treat with pump. The mother believes the issue was with the sets. The customer was advised to have customer call back in order to troubleshoot.